Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-37490 it was reported that the patient presented for in-clinic follow-up. A surface electrocardiogram (EKG) was placed, and it was noted no capture was exhibited by the left ventricular (lv) lead. A capture test was performed by the implantable cardioverter defibrillator, and the device appeared to capture the lv. However, the surface EKG morphology was unchanged. It was believed that a diagnostic anomaly had occurred. No intervention was reported. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5, b1, b2, and h6.

Event description:
New information received notes that the left ventricular lead lost capture due to the patient's anatomy, and there was no alleged lead malfunction. The lead was capped and replaced with an epicardial lead on (B)(6)2023. The implantable cardioverter defibrillator was also replaced during the procedure. The patient was stable.